Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a stylet break is confirmed but the exact cause is unknown. One 3cg stylet was returned for investigation. A break in the polyamide tubing was observed at the distal end. The polyamide tubing present measured to be 18.5 mm from the proximal end up to the break. The core wire extended 7 mm past the break in the polyamide tubing. Partial segments of the magnets were within the polyamide tubing. The distal end of the stylet was not returned. Microscopic observation of the break location revealed kinks in the core wire and polyamide tubing near the break location. The wall thickness of the polyamide tubing was measured and found to be within specification. Based one the condition of the returned sample, possible contributing factors include advancement or retraction of the stylet against resistance and kinking of the stylet. As the stylet was observed to be damaged, the complaint is confirmed but the exact cause is unknown. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Returned to vad was a broken 3cg stylet. Information has been requested regarding this device but has not been received.